Event description:
(B)(4). A nickel allergy was formed. I have severe abdominal pain and joint pain. Memory loss. Anemia that I never had before. My cycle is off and my periods are extremely abnormal. I have migraines 4-6 times a week I'm bloated and have gained 10 lbs since the essure was placed. All of these symptoms are brand new since (B)(6).